Manufacturer narrative:
The device was returned to (B)(4) and an eval was performed. A review of the downloaded error logs confirmed the customer reported learn circuit failure. The eval determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to resolve this issue. The device was cleaned, serviced, and calibrated before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).